Manufacturer narrative:
Citation: j. Ennker et al. "Stentless bioprostheses for aortic valve replacement in octogenarians: the influence of coronary artery disease": thorac cardiovasc surg; may 24, 2017; online. Doi: doi https://doi.org/10.1055/s-0037-1604048.issn 0171-6425. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding "stentless bioprostheses for aortic valve replacement in octogenarians: the influence of coronary artery disease". All data were collected from a single center between december 1996 to december 2012. The study population included 721 patients over 80 years (predominantly female, mean age 83 years), all of which were implanted with medtronic freestyle valve (serial numbers not provided). Mortality rates were noted, however based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: reoperation, stroke, myocardial infarction (mi), major paravalvular leak (pvl), bleeding (minor and major), endocarditis. Based on the available information, these adverse events may have been attributed to medtronic product.